Event description:
The facility representative reported that the battery will not stay charged before use. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.